Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient reported that the mesh had combined with her intestines and she had lost part of her bowel. The patient reported that during the procedure, she coded. It took three months in the hospital for the patient to recover, but she has since been released. No additional information has been provided.